Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that their pump does not seem to be working very well. The patient stated that they gave themselves a bolus at 12:46 am and it said they have one bolus left furthermore, they could not get another bolus for 3 hours and 15 minutes. They accessed the report which indicated they only had one bolus today. The patient continued to claim they did not bolus recently so redirected patient to healthcare provider for additional troubleshooting if patient continues to have concerns. Per ptm, the therapy details were provided as: ¿boluses left today: 1 bolus locked out: bolus restriction limit reached bolus parameters- bolus duration: 1min lockout duration: 4hrs boluses restriction window: 1/4hrs boluses per day: 3.¿ additional information was received from a consumer (con) stating that they requested two boluses yesterday and the third one at 11:35pm but the connection got disrupted mid bolus request. The caller stated that it was communicating and went to 90% and then it timed out and they got an error message and did not see the bolus started green check mark. The caller stated when they went back into the app to attempt to bolus again at 11:38pm it showed they were locked out again as if it went through but the pump reports did not show anything delivered after 7:30pm. The agent redirected the patient to their healthcare provider (hcp).